Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the device noted particles between 0.05 and 0.40 mm in size floating inside the fluid of the bladder. Fourier transform infrared (ftir) spectroscopy identified that the particulate matter was polyester material. The cause was determined to be related to the storage and handling of the stress member subassemblies. A process audit is being performed in order to identify improvement opportunities in the storage and handling of the stress member subassemblies. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were identified inside of the bladder of a small volume intermate during filling. There was no patient involvement. No additional information is available. This is report 2 of 11.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.